Event description:
Information received via a university hosp clinical study report indicates implantation of the dbs electrodes was uneventful in 2007, other than some pt sleepiness (somnolence) noted during the surgery. Post-operative CT scan did not show any evidence of hemorrhage or other complication. The partial dbs system placed in the same month was reportedly a medtronic activa system. The physician reports the subject was not improved one day after the procedure and was kept in the hosp for three additional days over the course of which he improved, but had not attained his preoperative level of function as of the date of the report received on 01/29/2007. A CT scan performed in 01/2007 revealed either swelling detected around the electrode, or an area of small infarct noted in the pt left basal ganglia. The physician investigator indicated the serious adverse event was likely related to the research procedures. No report has ben received by the manufacturer of device explant. Additional information was received twenty three days later from the hcp. The full dbs system has not yet been placed; only the leads were implanted three days later. Implantation of the ipg is anticipated next week and the final serial numbers for all products placed will be reported to the manufacturer at that time. A follow-up report will be sent when additional info becomes available. The hcp confirmed the previous report of pt symptom of sleepiness; additional symptoms reported by the hcp three days prior to date of event included slurring of speech, difficulty finding words and the pt has reportedly been walking into walls. The hcp also reported recent confirmation from the clinic that the pt did suffer a post-operative stroke. The pt has been monitored in the hosp for five days and is currently receiving physical therapy. The pt's condition is improving daily, as reported by the spouse, but has not fully returned to pre-operative baseline. See MFR's report number 2182207-2007-00690.